Manufacturer narrative:
(B)(4). Concomitant products: oxford small femur: catalog 161468, lot 275290. Oxford anatomical bearing: catalog 159568, lot 254740. Customer has not indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient enrolled in a clinical study was experiencing "intermittent, mild right medial tibia achiness," approximately five months post implantation. The achiness was treated with a nonsteroidal anti-inflammatory drug. No additional patient consequences have been reported.